Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that 3 to 4 months after implant the patient pulled one of their leads. The patient thought that it may have happened when they helped their roommate get up. A manufacturer representative reprogrammed it and the patient was able to work with it. The lead movement was noticed around (B)(6) 2013. The patient noted that in (B)(6) the patient had ¿everything¿ replaced and 2 new leads were put in. Manufacturer records indicate that the lead with serial number (B)(4) was replaced on (B)(6) 2014 but the lead with serial number (B)(4) remained implanted. It was unclear what the patient had replaced in (B)(6) 2014. There were no falls or trauma associated with the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.